Manufacturer narrative:
The repair engineer for merge healthcare determined that the secondary nic (network interface card) was disabled in the device manager and re enabled it. The system passed all tests and the system was returned to the customer.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information from a customer that a network connection could not be made. Support had the customer return the system for an in house evaluation. On (B)(6) 2016, merge healthcare received information from the account that the customer was unable to perform screenings on patients and the patients were having to be deferred to other offices for care. With merge eye station not being able to perform screening as expected, there is a potential for a delay in diagnosis or treatment that may lead to harm. However, there is no indication of any adverse events as a result of this issue. (B)(4).